Manufacturer narrative:
A ge service rep performed an on site investigation. The bumper was repaired and the foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a collision error message display. A complete loss of motorized motion functionality could result in the inability to obtain certain necessary views in a pt care setting. There is no reports of pt injury or death associated with this event.